Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 31jan2019 stating pentax medical video duodenoscope, model ed- 3490tk/serial (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 2 colony forming units(cfu) as comprising of the following 2 isolates: (B)(6) - negative rods - massilia haematophila, (B)(6) - positive rods - bacillus malikii. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 08feb2019 the duodenoscope was inspected by pentax medical service on 18mar2019 and the following inspection findings were documented: unit tested all function pass; distal cap - fixed type passed epoxy seal integrity inspection; passed wet leak test; passed dry leak test. The duodenoscope was reprocessed and resampled in (B)(4) on (B)(6) 2019 and test results received on 22feb2019 identified 35 colony forming units(cfu) as comprising of the following 4 isolates: (B)(6) - positive cocci - staphylococcus capitis, (B)(6) - positive coccobacilli - corynebacterium massiliensis, (B)(6) - positive cocci - staphylococcus pseudolugdunensis, (B)(6) - positive cocci - staphylococcus aureus. Study number: (B)(6). The duodenoscope was reprocessed and resampled a second time in (B)(4) on (B)(6) 2019 and test results received on 06mar2019 identified no growth. Study number: (B)(6). The duodenoscope was delivered to the customer on 19mar2019 after having been resampled and cultured, with results meeting the acceptance criteria for reculturing.